Manufacturer narrative:
The insulin pump was received with missing retainer. Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call there was that crack in the reservoir compartment. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.